Event description:
Description of event according to complainant's attorney. On or about (B)(6) 2007, pt was implanted with an ivc filter known as the cook celect vena cava filter. It is alleged that sometime after placement, the device failed, including tilting and perforating into the vessel wall. In 2012, pt had imaging studies conducted which revealed that several struts of the filter had perforated and/or penetrated her ivc wall with at least one strut piercing her aorta. Filter remains inside the pt. The pt's doctor believe the filter can only be removed via an invasive and risky surgical procedure.

Manufacturer narrative:
(B)(4). Exact date of event is unk. However, filter perforation was observed in 2012. Expiration date is unk as lot number is unk. Implant date is unk. However, filter was placed on or about (B)(6) 2007. Manufacture date: unk as lot number is unk. No device, imaging studies or complete hospital or medical records have been available. Consequently, based on very limited info, it is difficult to comment on the alleged filter perforation. Rpn and lot number were not provided, why device history record cannot be investigated. However, nothing indicates the device was not manufactured according to spec. Instructions for use list damage to the vena cava, and vena cava perforation as potential adverse events, such events have also been reported in the published medical and scientific literature. The exact cause for the alleged filter perforation cannot be determined based on the limited info provided. Monitoring of similar reports will continue.